Event description:
It was reported that during a da vinci s hysterectomy procedure, the surgical staff observed a piece from the mega needle driver instrument fall into the patient. The piece was retrieved and the procedure was successfully completed with no harm to the patient.

Manufacturer narrative:
The instrument was not returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up medwatch report will be submitted if the instrument is returned and/or if additional information is received.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed one carbide insert to be missing from one of the grip tips. The adhesive residues were found on the grip surface, indicating the insert was previously installed. No further damage was observed.